Manufacturer narrative:
(B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient did two calibrations at dinner time. At the first calibration the cgm was 45 mg/dl and the bg was 90 mg/dl. Values at the time of the second calibration were not provided. The cgm read 333 mg/dl before she went to bed; however, she did not compare it with a bg reading because of the earlier calibrations done. She experienced seizures one hour after going to bed. She was given glucagon and was out for 15 minutes after it was administered. She recalls the cgm reading low and seeing double arrows down but did not remember the exact readings because she was incoherent. After the event, comparison values were taken; the cgm read 322 mg/dl and the bg was 227 mg/dl. The patient was stable at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.